Manufacturer narrative:
The lot number was not available. Therefore, a search for non-conformances associated with the device's part/lot number combination could not be performed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that coil embolization was attempted. During placement of the coil, the coil was retracted into the microcatheter and when the coil was readvanced, the coil unexpectedly detached inside the microcatheter without use of the detachment controller. There was no reported patient injury or additional intervention.